Event description:
Customer reported a malfunction alarm 20 during insulin pumping, leading to recurring cartridge alarms despite following proper load techniques. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide specific information. Customer was unable to successfully load a cartridge and reverted to multiple daily injections as backup therapy. Technical support decided to replace the pump and instructed the customer to allow the pump's battery to deplete before returning it with a pre-paid label.